Event description:
It was reported that t:slim x2 pump battery did not charge even though customer used tandem charging cable and wall adapter, and charging connection was not recognized after being left plugged in for extended time. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by using different wall adapter with tandem cable, pump began charging without shutting down, and technical support advised that non-tandem supplies should only be used for troubleshooting and arranged shipment of replacement tandem wall adapter, after which no further assistance was required.